Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist dialed into the server to review patient information and found that the patient record displayed an unknown status and a placeholder entry for the visit type. A query was run, but the patient could not be located through that method and then reviewed the incoming message records and confirmed that an admission, discharge, and transfer update message had been received from the electronic patient information center system. After that, the technical support specialist checked the patient information within the enterprise server and confirmed that the patient appeared with the correct admission status and contacted the customer and explained that the electronic patient information center team had resent the required messages, which resolved the issue. The customer acknowledged the update and requested that the case remain open for monitoring and confirmed again with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, orders and new patients were not crossing to system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.